Event description:
A tubing ruptured while in use with a power injector with subsequent leak of contrast media. The power injector was set to deliver omnipaque 240 contrast media at 50 to 70psi. After an unspecified length of time, the tubing ruptured at an unspecified location. The contrast media came in contact with the pt at an unspecified location and was cleaned up according to the hosp protocol. The extension set was replaced and the procedure was completed. There were no reported adverse pt effects. No medical interventions were required.